Manufacturer narrative:
If implanted, if explanted, give date: not applicable as this is not an implantable device. Concomitant medical products: phaco handpiece, model: 690880, sn: (B)(4); phaco tip/sleeve. (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. A description from the surgery center indicated during the capsulorrhexis, the surgeon switched to healon gv, a heavier viscoelastic due to something in the lens capsule. The surgeon proceeded to the phaco segment and there was a restricted irrigation flow that resulted in a small corneal burn. Afterwards, the handpiece was taken out of the eye. It was observed that the tip and sleeve was full of viscoelastic. The surgery center believes the viscoelastic clogged the tip and sleeve. The surgeon flushed out the tip and sleeve. The flushing loosened the viscoelastic and the surgeon ensured the tip and sleeve were free from the viscoelastic and the procedure was completed. In addition, it was indicated that prior to procedure commencing, the nurse had primed the handpiece successfully. There were no errors displayed or detected during the priming stage. After the flushing out the viscoelastic-healon gv, and completing the procedure, the handpiece was cleaned. There was no obstruction noted during the cleaning process. According the customer the healon gv may have indirectly contributed to the corneal burn. This report is for the healon gv product. Two separate reports will be submitted for the tip/sleeve and the handpiece.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site; therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the device were reviewed and no deviation related to the complaint is reported in the manufacturing record. The product was manufactured and released according to specification. A search in complaint system revealed that no related complaints have previously been reported for this batch. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received indicated that there is no product to be returned. The following product lot information was obtained off of the stickers of the utilized product: healon endocoat lot#: 027555; healon lot#: ue31242 and healon gv lot#: ud31673. Corrected data: the following fields in this supplemental MDR were updated accordingly: brand name: healon endocoat. Lot #: 027555. Model #: vt585. Catalog #: vt585. Expiration date: 9/30/2121. UDI number: (B)(4). PMA/510(k) #: p110007. Device manufacture date: 10/15/2018. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that an incorrect expiration date (8/31/2018) was entered in the supplemental MDR report #2. The information has been corrected below in this supplemental MDR report. Expiration date: 7/31/2021. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that healon endocoat was inadvertently listed as the suspect device in the supplemental MDR report#1 which is incorrect. The suspect device is healon gv as was initially entered in the initial MDR report. The following fields were updated accordingly: brand name: healon gv, lot#: ud31673, catalog#: 10200014, expiration date: 8/31/2018, UDI number: (B)(4). Device manufacture date: 8/31/2018. All pertinent information available to johnson and johnson surgical vision has been submitted.